Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, "patient reported they have been in aligners for a year and a half, and they have expressed their concerns as nothing is getting better. At their check in they marked sf pain level 10, marked true to excessive bleeding, inflammation, gingivitis, sensitivity, discomfort, not fitting, discolored, jaw discomfort. They will have a dentist to write a letter stating the aligners have not only not helped align my teeth, but instead did damage causing gum recession, and gum inflammation, and infection. Patient does not want to complete treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.